Manufacturer narrative:
Plant investigation: out of box (hd or pd devices) was confirmed due to zero completed treatments found in the patient¿s treatment history. Blank screen was confirmed with testing. Exterior inspection revealed no discrepancies front panel testing failed. When cycler was boot up no display was visible. Led button lite up and cycler alarmed but display was completely blank with no back light either. Internal inspection revealed a burned inverter board (t1). Burn marks present on inverter bracket as well.

Event description:
Peritoneal dialysis patient requested technical support after encountering a blank screen on the initial use of the cycler during peritoneal dialysis treatment. Patient attempted to troubleshoot but the screen would not reappear. Due to a blank display screen the cycler was replaced. The patient indicated treatment would be completed with continuous ambulatory peritoneal dialysis. Patient was advised to notify the clinic of the alleged event. Follow up with the patient indicates that no treatments were missed. The patient did not report experiencing any complications as a result of the alleged event. Treatment resumed on a replacement cycler.